Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the recipient did not hear properly with the device. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly, the recipient did not hear properly with the device. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
According to the currently available information, damage to the active electrode appears likely. However to determine an exact root cause for the reported problem a device investigation at the explanted device is necessary. The recipient was re-implanted but the device has not been received for investigation yet. Further, despite requested further information has not been received from the field. Therefor currently the root cause of the reported problem remains unknown.

Event description:
Reportedly, the recipient did not hear properly with the device. The user was re-implanted on (B)(6) 2019.